Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she faced a kinked cannula which led to high blood glucose level due to which she fell on the coffee table and the back was sore. Therefore, they tried to treat it with intravenous fluids and insulin injection, but on (B)(6) 2023, the patient went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis. Her highest blood glucose level 780 mg/dl. Moreover, the infusion set had been used for about 24 hours and the site location was her abdomen. Further, she was transferred to the intensive care unit. During hospitalization, she received fluids of saline, insulin, and unspecified (drug name unknown) medication as corrective treatment. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.